Event description:
It was reported that during a preparation for a procedure, the console displayed error 282 (software error version 2.4.0.1.1 - sw update needed). Due to this, the procedure had to be cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a preparation for a procedure, the console displayed error 282 (software error version 2.4.0.1.1 - sw update needed). Due to this, the procedure had to be cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the fse proceeded to aligned channel 4 on frm (first relay mirror) and srm (second relay mirror) for centration and refilled the unit with the coolant, checked the connections at the pyro board and calibration values. It is likely that the error message resulted from a synchronization problem causes an overrun, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.